Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death as the patient was completing treatment at the time of the event. However, there is no documentation to show a causal relationship between the death and utilization of the liberty select cycler. Additionally, the pdrn stated that the cause of death was unknown, cardiac arrhythmia and that there were no known issues with the liberty select cycler. This patient had hyperparathyroidism which is known to have negative effects on the heart including hypertension and cardiac arrhythmias or abnormalities with the normal electrical activity of the heart. It also is a contributor to cardiovascular mortality in end stage renal disease (esrd) patients. In addition, esrd patients are at increased risk for mortality due to cardiovascular disease. Based on the available information, no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient passed away while connected to the cycler. The pdrn stated that patient did not die as a result of the cycler. Additional information was obtained through follow-up with the pdrn. The patient was in treatment when their spouse found them unresponsive and called 911. The patient was already expired when emergency medical services arrived. There was no medical intervention performed. There were no known issues with the liberty select cycler. The cause of death was documented as unknown cardiac arrhythmia. The patient had several comorbid conditions including hypertension, bradycardia, hyperparathyroidism and diabetes.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.